Event description:
It was reported that when the connection of the ahto tubing set was pushed into the waterbag, it seems to have scratched a part (approximately 1-2 mm) of the water bag and pulled it through the ahto device. That scratched off part, because the surgeon did not see it promptly, passed through the ahto-tip into the abdomen. The surgeon noticed this when the surgery was changed from laparoscopy (with camera) into a open surgery (without camera). They then found the part which should not be there. The product which was used at the surgery was removed/thrown away.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported failure mode of "particles/debris" was not confirmed, since the unit was not returned for evaluation. The most probable root causes for the following failure mode are: material/design error, manufacturing / assembly error, excessive user force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the connection of the ahto tubing set was pushed into the waterbag, it seems to have scratched a part (approximately 1-2 mm) of the water bag and pulled it through the ahto device. That scratched off part, because the surgeon did not see it promptly, passed through the ahto-tip into the abdomen. The surgeon noticed this when the surgery was changed from laparoscopy (with camera) into a open surgery (without camera). They then found the part which should not be there. The product which was used at the surgery was removed/thrown away.